Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a lost sensor message when trying to connect the new sensor. The customer's blood glucose level was 98 mg/dl. The customer tried to connect again but still received a lost sensor. The customer went to sleep then woke up to a blood glucose level of 50 mg/dl. The customer declined troubleshooting for the low blood glucose. The customer treated her low blood glucose by eating. The device will not return for analysis.